Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wake button was intermittently unresponsive. The customer's blood glucose reached 380 mg/dl. Troubleshooting could not be performed for the issue as the pump was working as intended